Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer reported that the wear and tear on insulin pump body. Customer stated that insulin pump rewinds a lot slower and insulin pump had locked up before and took batteries out and had reboot the insulin pump. Customer stated that insulin pump rewind was a lot slower. No harm requiring medical intervention was reported. The device will not be returned for analysis.